Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The reported patient effect of mitral regurgitation (mr), as listed in the mitraclip system instructions for use (IFU), is a known possible complication associated with mitraclip procedures. The investigation was unable to determine a conclusive cause for the single leaflet device attachment (slda). The increased mr appears to be related to the slda. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
This is being filed to report that the clip detached from one leaflet and the mr increased, requiring surgery. It was reported that the initial mitraclip procedure was performed on (B)(6) 2020, to treat functional mitral regurgitation (mr) with a grade of 4+. One clip was implanted, reducing mr to 1. On (B)(6) 2020, it was noted the clip detached from the posterior leaflet (single leaflet device attachment (slda)) and the mr increased to 4. The patient was sent for surgery on (B)(6) 2020. No additional information was provided.